Event description:
(Tampon) got stuck inside [foreign body in reproductive tract]. Pain vagina [vulvovaginal pain]. (Tampon) string broke [device breakage]. Case narrative: consumer reported via email that the tampon string broke. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.